Event description:
Note: although event took place in october 2008, the exact date of the procedure is not known. A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, "during the procedure there was a vaginal burn". Although attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The lot number is unknown, therefore, expiration and manufacturing dates are not known. The suspect device will not be returned, as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed.